Manufacturer narrative:
Batch review performed on 01 september 2020: lot 184010: (B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 9 months after primary surgery, reporting pain due to a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the head and liner and the surgery is completed successfully.